Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection of the device, the probe had contact marks which indicated that the non-insulated area and the grasping section came into contact. The tissue pad in the grasping section was worn. However, the tissue pad was not observed peeled away. When probe check was performed, no abnormality occurred. When the grasping section was closed and checked in seal output, seal short circuit error occurred. The seal mode was selected because the tissue would be worn away in seal and cut mode. The exact cause of the event cannot be exclusively identified. However based on the physical investigation result and review of device history record, it is likely the reported phenomenon occurred by the following mechanism: 1. The wearing of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
The device has not been returned to olympus yet. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a hemithyroidectomy using the subject device, the following event occurred. After about 30 minutes of use, an error occurred and the device became unable to output. The teflon coating of the jaws was peeled off. The probe was broken off. The intended procedure was completed. There was no patient injury reported.